Event description:
Allegedly the patient was revised to mom complications: metallosis. Our sleeve, neck and head was replaced with a 28 mm med head, straight modular neck and biomets dual mobility liner.

Manufacturer narrative:
Additional information recieved on 12/11/2017: incident evalution form received on 4/10/2017 listed same product as incident form recived on 12/05/2017. Patient had a bilateral revision done and product information could not be confirmed for either side. Updated part number and lot number.